Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading is unavailable but the incident occurred twice and led to hospitalization. Troubleshooting for the customer¿s high blood glucose could not be performed. The insulin pump will be returned for analysis.